Manufacturer narrative:
Review of crrs ii results shows that both cells resulted negative. Testing was performed on (B)(6) 2009. Due to delay in reporting and limited information available, we are unable to rule out instrument, sample, or reagents as the cause of the unexpected negative reactions.

Event description:
Customer reported unexpected negative results with capture-r ready screen I and ii (crrs ii) on the galileo. The patient has a history of anti-d and anti-c.